Manufacturer narrative:
The health impact code was updated based on additional information which was submitted in the follow up #1. The clinical code was inadvertently missed in that report which has been corrected in this report.

Manufacturer narrative:
B5 updated with additional information. The explant date was not reported.

Event description:
Additional information received that the tissue plasminogen activator (tpa) resolved the issue. Patient went on to receive a transplant successfully. Pump was cut out during transplant and discarded.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a ¿purge pressure high¿/¿purge system blocked¿ condition. Motor current on p5 remained stable in the 200 range. The clinical team plans to consult with the surgical team to establish a backup plan in the event of pump stoppage. The cassette will be replaced and tissue plasminogen activator (tpa) initiated. Patient outcome has not yet been determined, as the patient remains on device support.

Manufacturer narrative:
D6b: explant day, month and year added. H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.